Event description:
Charite tdr first implanted at l5-s1, in 2004. In 2009 pt presented with sciatica. MRI scans performed and showed charite core had slipped posteriorly. Pt had immediate surgery to remove charite and fuse. As surgical intervention occurred, an MDR is filed to document this event.

Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. Info is limited at this time, and no conclusions can be made.